Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin@home transmission. Upon reviewing the transmission, it was observed the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No programming changes were made, but they were discussed. No patient consequences were reported.